Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer via the manufacturer representative reported that the patient experienced loss of stimulation; stimulation would randomly reconnect and jolt the patient while she was in random positions. Intermittent stimulation was felt, resulting in jolting sensations that dissipated back to no stimulation sensation. It was also reported that the patient had abdominal stimulation when stimulation came back on. The manufacturer representative indicated the patient had numerous falls prior to the start of this event. Diagnostic testing or troubleshooting performed included impedance checks, which were within the normal range. On all reference electrodes, everything was <(><<)>1000 ohms except for contact 8. Contact 8 showed impedances were 3000 ohms, 3143 ohms, 3226 ohms, and 3019 ohms. There were no historical impedance values to compare to with these impedance values. The patient was programmed as follows: 8+ 10- 11-, 3.1v. It was suggested that contact 8 be removed, as it was the outlier, in order to see whether that offered consistent stimulation and stopped intermittent stimulation. It was determined that that the manufacturer representative would try removing contact 8, as suggested. The manufacturer representative was going to do some reprogramming, and suggested x-rays be taken. The symptoms of no stimulation sensation then intermittent stimulation that jolted the patient randomly were reportedly located at the lead location. This was considered a sudden change in therapy/symptoms. Additional information received from the manufacturer representative reported that the decision was made by the healthcare professional to not take x-rays, following reprogramming with the patient. It was determined that electrode 8 had impedances of 3000 ohms in combination with all other electrodes, which caused the reported intermittent stimulation and loss of stimulation. The impedances of all other electrodes combinations were within the normal range. The manufacturer representative deselected electrode 8, and move the electrode configuration down one electrode to electrode 9. At this point, the patient reported that her normal and appropriate coverage was restored, and the intermittent stimulation had been eliminated. No further actions/interventions were required; the patient continued to do well following this intervention. If additional infor mation is received, a follow up report will be sent. The patient¿s indications for use included failed back surgery syndrome.